Event description:
Customer reported a loose drive support cap. Customer stated the insulin pump sometimes fell to the floor. Customer is now on their back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.